Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the 8 mm spacer was used for lcs surgery at l4-l5. The cage was taken off by being caught on the applicator in question when positioning. It was confirmed the cage positioned impertinently through x-ray. The surgeon required complete removal of the spacer and performed insertion of the implant once more. Surgery was delayed 3 minutes. Product will not be returned due to the hospital¿s circumstances. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.